Event description:
This report is based on information provided by philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips mrx defibrillator indicating that the device¿s external pads are worn- out. There was no report of patient or user impact. Available details indicate that the device had exhibited symptoms of external pads failure. Details provided in an update from the source case indicate that the customer was ordered replacement parts to resolve the issue. The part was not returned for additional investigation. Based on the information available, the cause of the reported problem was a component failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was ordered a replacement of external pads to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.